Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5151414.

Event description:
It was reported that a patient presented with infection noted on the patient's right ventricular lead. The lead was surgically revised and no adverse patient consequences were reported.